Event description:
Pt was revised to address groin pain.

Event description:
Patient was revised to address groin pain. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip). Update: 07/19/2012 - litigation alleged the asr hip implanted was explanted due to pain and discomfort. There is no new information that changes the outcome of the investigation update: 2/7/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.